Event description:
It was reported by service report that the sheathing was cut on the power cord. The customer reported that they did not know if there was pt involvement, however, no adverse consequences were reported.